Event description:
Account reports several incidents of leaking at tubing/stopcock when used with two 20cc syringes attached to stopcock and a 23ga. Nerve block needle attached to the luer lock. Physician states she is using device with marcaine/lidocaine for pain management. Per physician, no pt injury resulted from reported condition.